Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient device was not working and that they have been running to pee. Patient reported that they had fallen a few times and always landed on the left hip but a month ago they landed on belly face first. Patient also reported that they have numbness in the back and that causes the legs to numb and causes her to fall. Patient does not know if the ins has anything to do with it. Patient further stated that they have a bad nerve in the back that causes it. Patient also reported that they were not feeling any tingling for a while now. Patient also mentioned that they have a cane/walker or hold on to something when walking. No troubleshooting was performed as patient had lost their patient program but was referred to foundation care for a new patient programmer no further complications were noted or anticipated